Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued; replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the navigation system computer has a communication error. No further details regarding the error, or how it occurred, were provided. There was no patient present when this issue was identified.